Manufacturer narrative:
E1: initial reporter address: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the access circuit luer connector of a prismaflex m150 set was observed to be broken after priming and when "just connected to the patient" for continuous renal replacement therapy. No leak was observed and "air was sucked from the red line when draw blood". There was no report of patient injury or medical intervention associated with this event. No additional information is available.